Event description:
It was reported that the pt's guardians noticed an obvious decline in the pt's hearing performance on (B)(6) 2011. A history of head trauma was denied. Problems of external parts were excluded. Latest testing shows that the device has malfunctioned. The pt was re-implanted on (B)(6) 2011. According to add'l info on the device explantation report, during surgery the implant housing was found to be broken.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.